Event description:
It is reported that the liner elevator chipped during use.

Manufacturer narrative:
Eval summary: there was a piece of metal missing from the claw of the liner elevator. The tip might have been damaged due to high torque/force while attempting to disassociate the provisional liner from the metal ring. The provisional liner and metal shell were not returned, so the interaction with the liner elevator could not be assessed. Most likely the liner elevator tip fractured due to fatigue of the material during natural product life. Eval: as returned, a portion of the elevator tip has fractured off the device. The elevator has a potential field age of approximately 14.5 years. The instrument was found to be conforming to print specification. Device history records indicate all components were manufactured and inspected to specification.